Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Loading was performed by abbott employee without issue. Heparin administered, activated clotting time at 250-300 seconds. There was difficulty placing the valve and six re-captures were performed. On the sixth recapture, the navitor did not fully retract after several attempts. Microadjustment wheel was attempting in the descending aorta without success. The device was able to be removed without vascular damage or intervention. During evaluation outside of the patient, an unknown fragment was observed between the valve and flexnav. It was unknown whether it was thrombus or tissue damage. No additional intervention was performed in response to the fragment. The navitor valve and flexnav were replaced and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of unknown fragment observed between the valve and the flexnav delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and without the device to analyze, the cause of the reported unknown fragment could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2017 improper or incorrect procedure or method.